Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a bench test, there were air bubbles noted in the tubing. There was no patient injury. Device pulled from use. Event reported as "still on going".

Manufacturer narrative:
One unit was received without the original package, in used condition. The sample was visually inspected and there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. The sample was tested using a syringe to replicate the failure mode. The root cause could not be determined from this analysis. The instructions for use states remove all air from the hotline fluid warming set, l-10, pc-8, and yc-8 before connecting to the patient. Failure to do so, may result in introduction of air to the patient. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).